Event description:
The medical team went to deliver a IV fluid bolus of normal saline 0.9 percent to a pediatric patient using the braun cme bodyguard 121 twins ambulatory dual channel infusion pump. The total to be given was 460ml. One of the medical team members placed the IV tubing incorrectly into the bodyguard pump. The pump chamber lid was able to close without being forced; the pump was started, stated it was delivering the IV fluid bolus and pump did not alarm. The issue of incorrect tubing placement was discovered shortly prior to arrival at the receiving facility. The issue of incorrectly placing the tubing into the pump was simulated with a number of different pumps utilizing different tubing. In one simulation we again used a different pump and two channels and placed the tubing incorrectly (flipped around) and infused two vasoactive drugs - it was shown to not appropriately deliver the correct volume and dosage of medication over time. This issue of being able to incorrectly insert the tubing into the pump was reported to the braun cme.